Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion with moderate tortuosity and no calcification was located in the mid right coronary artery (rca). Following pre-dilatation with a non-bsc balloon, the lesion was confirmed with intra-vascular ultrasound (ivus). A 2.5x28mm taxus liberte drug-eluting stent (des) was successfully implanted in the distal portion of the lesion. Another of the same size taxus liberte stent was implanted successfully in the proximal portion of the lesion and overlapped the first placed stent. Both stents were deployed at 20 atmospheres. Post-dilatation was performed on the implanted stents with the delivery balloon from the second taxus liberte device. Three successful inflations of 20 atmospheres were performed. During the fourth attempt, the balloon pressure would not increase. The stent delivery system was removed from inside the patient and a "two place pinhole rupture" was observed. No additional attempts to post dilate the stents were required. There were no patient complications and the patient's current condition is listed as "no problem". Additional information was requested, but was unavailable.